Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr21p implantable pulse generator, (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular lead would not capture or sense in bipolar mode, but would in unipolar. The unipolar impedance is also low. The lead was not replaced and is still in use. No patient complications have been reported as a result of this event.